Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported mitral stenosis was unable to be determined. The reported patient effect of mitral stenosis, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Crd_1002 - expand g4 phase 1 and phase 2 study. Patient ID: (B)(6). It was reported that on (B)(6) 2021, the patient presented with degenerative mitral regurgitation (mr) grade 4+ with bileaflet prolapse. Two mitraclips were implanted, reducing the mr to grade 2+. On 14aug2024, mitral valve stenosis was diagnosed. No treatment was provided. There was no device malfunction, and the event was deemed unrelated to the device. Although deemed unrelated, this event was conservatively captured against the mitraclip device as it is a new condition post implant.